Manufacturer narrative:
No problems or issues were identified during this device history record review. No investigation or root cause analysis could be conducted given that no device was returned.

Event description:
It was reported that there has been a noticeable lag between the buttons being clicked and the action being completed on screen which is especially noticeable when starting and stopping the pump. In addition, the bolus is much slower. No patient injury was reported.